Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist ran downtime analysis and identified delays in carefusion coordination engine (cce) message processing, noting timestamps for sent, created, processed, and last successfully processed times, confirmed that no disconnect flag was present, restarted external messaging and services; however, no visible changes were observed, deployed the utility service package, which remained stuck in a pending download state, checked health sight viewer (hsv) and found that cerner active directory (adt) had been down for approximately 20 minutes, reached out to integration engineering support team (iest) for carefusion coordination engine server verification, provided a summary of findings, and confirmed that further investigation on the carefusion coordination engine server was in progress. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders were not crossing over to multiple stations. Customer reported that patient and order information is not crossing over on multiple stations, and users are currently unable to view the patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.